Event description:
It was reported that during a laparoscopic colon resection procedure, one of the instruments stopped after approximately 15 minutes. The other stopped after 1 hour of use. Another device was used to complete the case with no patient consequence.